Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was inadvertently placed into shelf mode. Reportedly, the customer's blood glucose level was impacted (262 mg/dl). The pump was reset and customer indicated cartridge would be changed with insulin resumed.